Manufacturer narrative:
The customer reported the surgeon was aware the item is labeled for soft tissue, but is uncertain how the product was used. The sample was returned, and upon closer examination of the instrument, it shows the stem had been bent and the tip was broken on the shaft. It appears an attempt was made to straighten the shaft, causing the tip to weaken and eventually break.

Event description:
The customer reported while using the mcen116, the tip broke off into the pt, which was retrieved. The surgeon then elected to use mcen 118 (MDR) and the tip of that instrument broke as well. This item was retrieved as well. No pt impact was reported. [Note: a separate MDR was submitted for mcen118 on MDR# 9680837-2009-00006].